Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent batch # unk.

Event description:
It was reported that during a duodenopancreatectomy procedure, the device could not fire with the reload on the second firing. The surgeon reported that the firing knob was stuck and could not fire any further. The cut line was 1/3, and the staple line was 1/3. The proximal staples were not b-formed. Hand sewing was used to deal with the proximal 1/3 staple line. There were no adverse consequences for the patient. One device and one reload were discarded.